Manufacturer narrative:
B3: event date was estimated. Correction d2: added device common name. History of the patient's lifelong antibiotic suppression is reported under MFR #s: 2916596-2019-05377, 2916596-2019-04695, 2916596-2019-05377, 2916596-2019-03908, 2916596-2019-03481, 2916596-2019-03164, 2916596-2019-01158, 2916596-2019-02085. The onset of the patient's driveline infection is reported under MFR #: 2916596-2018-02068. Manufacturer's investigation conclusion: a specific cause for the reported infections could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The pump had reportedly operated as intended and was not returned for evaluation. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, pump pocket), other neurological events (not stroke-related), and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, although the pseudoaneurysm was reportedly secondary to infection, bleeding is listed as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the fu, "patient care and management", lists infection and neurological dysfunction as potential late postimplant complications. Furthermore, several sections of the heartmate ii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was noted to have a history of driveline infection requiring lifelong antibiotic suppression due to methicillin-susceptible staphylococcus aureus (mssa) and methicillin-resistant staphylococcus aureus (mrsa) bacteremia and proteus bacteremia with mesenteric arteritis and pseudoaneurysm thought to be secondary to infection. The patient was also noted to have had a new mycotic lesion as diagnosed through computed tomography (CT) head imaging after a recent admission in (B)(6) 2022 for encephalopathy and seizures. They were determined to be a high-risk candidate for any surgical intervention. The patient was discharged to home hospice on (B)(6) 2022. The customer could not confirm a cause of death. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient passed away.